Event description:
The customer contacted physio control to report that their device had unexpectedly lost power while in use. It was also reported that the device would not turn on. No further patient details or information about the patient outcome were provided.

Manufacturer narrative:
The device was further evaluated by the stryker service representative and the reported issue was able to be duplicated. The electronic patient records were reviewed by a stryker and it was verified that the device unexpectedly powered off 11 times during high current functions. It was determined that the possible root cause of the reported issue might be the power pcb assembly. However it can not be replaced due to part obsolescence. The device was returned unrepaired to the customer and stryker recommends not to use this device anymore for clinical purposes. The root cause was not able to be determined.

Manufacturer narrative:
A physio control field service representative performed an initial evaluation of the customer's device and was not able to reproduce the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device had unexpectedly lost power while in use. It was also reported that the device would not turn on. No further patient details or information about the patient outcome were provided.